Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had failed. A field service engineer had found that the pyxibus control board was defective. The fse replaced the pyxibus control board and the latch assembly mechanism to resolve the issue. After the repairs, the tower door 2 was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, tower door 2 has failed to open and unable to recover it. The customer stated that this malfunction caused a delay in dispensing medication to patients and reported that the user has rebooted the machine, but still not working. There were no adverse events or injuries reported based on this event.